Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/18/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to run performance verification testing with passing results before placing the unit back in service. The customer reported that the unit passed performance verification testing and was placed back into service.

Event description:
It was reported that the unit declared various tidal volume alarms. It is unknown if the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.